Event description:
Description of event: the patient had a nevro device implanted and was scheduled for a replacement, it was unknown if the replace was due to normal battery depletion. It was reported that the patient did not get any relief from the nevro implant but it was unknown when the patient did not get relief. Medtronic reference number: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).